Event description:
Reporter alleged when pushing the multiclix drum of needles into the multiclix device, a single needle protruded through as was visible. It was stated when reinserting a new multiclix drum, another needle protruded again and this happened with a total of three new drums. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.